Event description:
Info received indicates the beds up functions are not working due to hydraulic oil leaking from the manifold.

Manufacturer narrative:
The tech replaced the hydraulic manifold to repair the bed.